Manufacturer narrative:
On 28-apr-2017 product investigation results: reporter returned one toothbrush head (B)(6) 2017. The result of the analysis done with the consumer return showed that wear led to the reported issue. No manufacturing fault identified.

Event description:
Lower portion of the dual clean brush head broke off in mouth [device breakage], no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via phone on (B)(6) 2017 that the lower portion of the oral-b dual clean brushhead broke off in his/her mouth multiple times. This was not the first time the consumer had used these particular brush heads. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Lower portion of the dual clean brush head broke off in mouth [device breakage] no adverse event. Case description: a consumer of unspecified age and gender reported via phone on (B)(6) 2017 that the lower portion of the oral-b dual clean brushhead broke off in his/her mouth multiple times. This was not the first time the consumer had used these particular brush heads. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.